Manufacturer narrative:
Based on the received x-rays, this complaint condition is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, surgical treatment was indicated for arthrodesis of the metatarsophalangeal joint. The request for her hospitalization was made, with the request for arthrodesis of the metatarsal-falangian of the hallux, osteotomy of the central metatarsus and removal of bone graft. It also related the specific material for performing the surgical procedure. On (B)(6) 2015, the health care provider authorized the procedure, but replaced the material by another, different from the one requested and from another manufacturer. On (B)(6), she was hospitalized and submitted to the procedure using the material authorized by the operator. On (B)(6), she had a bandage. She did not present any local changes and was then referred to appear again on (B)(6) to remove the stitches. The patient was already wandering, using her own sandals for the postoperative of this procedure, which does not allow to use loads on the operated region, avoiding, therefore, complications. On (B)(6), when the patient was submitted to the removal of stitches, we noticed that the region presented excessive mobility and crepitation. She was submitted to radiographs, where we found a fracture of the plate used. The region, because of the small size of the bones involved, usually has the bones destroyed before a plate fracture occurs. A new surgery was then requested so that the procedure could be redone. Additionally, it was reported that the plate was modeled during the surgery, which made it susceptible to fractures.

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was performed on part # 449.698, lot # 3091962: manufacturing location: (B)(4), manufacturing date: 17 feb 2009: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part 50151568 lot 8013264 was manufactured by synthes raron. A DHR review for component part 50151568 lot 8013264 was performed: manufacturing location: (B)(4), manufacturing date: 03 jan 2007: no non conformance reports (ncrs) were generated during production. There is no evidence on the DHR of an issue during the manufacture that could contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has been diagnosed by surgeon as having the condition called the hallux rigid. As a result, on (B)(6) 2012, the patient received an indication for surgical treatment by arthrodesis of the metatarsophalangeal articulation. For the accomplishment of this surgery, the surgeon made the request for hospitalization relating the specific material for the accomplishment of the procedure, namely, a halufix plate, which is provided by another company. However, the author affirms that the medical agreement with insurance company denied the authorization of the surgical procedure with the material requested by the surgeon. Only the surgery by replacing the halufix plate was authorized. The material offered in replacement was not recommended for the surgery that would be submitted. However, even if aware of this fact, on (B)(6) 2015 the surgeon used it for the surgical procedure. Then, on (B)(6) 2015, a new dressing was performed in the region where the surgery was performed, and at that time no alterations were made to the operated site. The patient was directed to return on (B)(6) 2015 for the withdrawal of the points. It occurs that during the removal of the points on the date indicated, that is less than 20 days after the surgery, it was found that the region presented excessive mobility and crepitus. When they underwent radiography, it was seen that the plate used had ruptured, in fact that caused the destruction of the bones involved, as well as serious sequels that made it impossible for patient to work as a seamstress. Then on (B)(6) 2015, the patient underwent a new surgical procedure, this time with the material originally requested by the surgeon. However, the surgeon said that this second surgery did not have the ability to eliminate the sequel suffered, namely, loss of right foot movements, as well as damage/injury and pain to the right knee, hip and spine, insofar as they are irreversible. This report is for one (1) 2.7 mm ti lcp(tm) l-plate oblique rt 2h head/4h shaft. This is report 1 of 1 for (B)(4).